Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire and component broke off, the handle was squeezed but the reload bent, making the staple line incomplete. Inflamed cecum/calcified, the procedure was converted from laparoscopy to an open surgery. No patient injury. Patient status: alive - no injury.